Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor reset during a pulse test. The cause for the failure was isolated to a defective t2 transformer on the defibrillator pca. The root cause for the defective transformer could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor reset during incoming functional testing.